Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient did not have the success they were looking for when they were first implanted. Since that time, the patient had met with manufacturer representatives and was given new programs. That appointment was ¿some time ago.¿ the patient had been on the program 3 since that time and once in a while felt like they needed to increase stimulation 0.1v at a time. It was stated the patient would have their ¿times¿ where they would have symptoms, which would be for about 2-3 weeks and then it would ¿go bad,¿ so they would increase stimulation. Overall, the patient had 50% reduction in symptoms. The day prior to the call, the patient increased stimulation from 1.9v to 2.0v and then had a return of urinary frequency. This was noted to be a ¿sudden¿ change and the patient went to the bathroom 6 or 8 times. The patient was going to wait on changing programs until they talked to their doctor. On 2017-01-30, it was reported that they had a return of symptoms. They tried program 3 and 4 and had seen improvements at the beginning but, over time, symptoms would get bad again. They didn't feel stimulation and the therapy was on. After increasing from 1.3 v to 1.5 v on program 4, they felt stimulation in the correct area. On 2017-02-01, it was reported that, after increasing the stimulation, the patient laid down and felt stimulation was too high and felt pain in the anal area. They were in too much pain. They felt stimulation too high in scrotum and anal area at 0.3 and 0.2 v and, on 0.1 v, their whole left leg was aching. On program 2, they felt stimulation in the thigh. On 2017-02-07, it was reported by the patient's spouse that they set up a time to see a healthcare professional (hcp) and a manufacturer representative (rep). In the meantime, they were still feeling the sensation, even though the device was off and had been off for a week. They lowered it to 0.0 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.